Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a broken sensor wire that occurred on (B)(6) 2014. Patient's mother stated that the sensor wire broke and there were no negative symptoms. The sensor wire was removed from the skin. At the time of contact, the distributor did not report any injury or medical intervention.